Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon functional testing fse identified host pc didn't start up due to low bios battery voltage. The fse replaced the host-pc bios battery. After replacement of host-pc bios battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system cannot start up. The device was not in clinical use. No harm to user or patient was reported. Philips has started an investigation of the complaint.